Manufacturer narrative:
The device was not being used for medical treatment; no further details were provided regarding the event. No patient or user harm was reported. The issue was confirmed by an fse who was onsite to complete an fco repair on this device. A quote was submitted to the customer for the repair on (B)(6)-2021 and, as of (B)(6)2021, has not been accepted. An additional event was created to address the issue, and it was reported that the touchscreen was not passing calibration. The remote support engineer (rse) reported that it was suspected that the touchscreen assembly was the issue and provided the customer with a part identification for the touchscreen assembly. Per the good faith effort (gfe), the customer replaced the touchscreen to resolve the issue.

Manufacturer narrative:
Date of report: 02jun2021. There was no patient involvement.

Event description:
It was reported to philips by a philips field service engineer (fse) who was onsite to do an fco repair and noticed that the v60 screen was unresponsive. The device was not in clinical use at the time of the event. There was no report of patient or user harm/impact. A quote was submitted to the customer for the repair on (B)(6) 2021 has not been accepted.